Manufacturer narrative:
The reported event of 1 ml syringes not being recognized when luer locks are used file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted the customer stated that there was patient involvement.

Event description:
The customer reported the nicu is using luer locks for babies with central lines. They are finding when this is done, the device is not recognizing the 1 ml syringe. There is no report of patient harm.